Manufacturer narrative:
Product was expired when report was received; no retained testing perormed for expired products. Batch review requested, but not yet received.

Event description:
A father reported his daughter experienced an eye infection with a corneal ulcer and perhaps a resulting scar on the cornea following the use of complete moistureplus multipurpose solution. The reporter was not sure of the specifics but thought the symptoms began 6-8 weeks ago and began in the left eye only. The patient was treated with an antibiotic (name unknown). During the time of treatment she discontinued lens wear. When she was seen a few days later the infection had spread to the right eye as well and seemed to have worsened. She was seen by her ecp on a regular basis and continued on "antibiotic " therapy. The treatment continued until her eyes were clear but he thought there was some sort of scar on one of the eyes, but the patient had resumed contact lens wear. The lot number provided by the reporter had expired. He did not know if the product was expired at the time of use. Follow up with the reporter on jan. 10, 2007 provided no other information. As the unit expired, no testing is possible. Batch record review has been requested.